Manufacturer narrative:
(B)(4). The service technician was able to verify the customer's reported complaint. The vent fails the initial final test at ptv pressure performance test. Bench testing reveals a non conforming o2 (oxygen) blender module was causing the unit to fail the ptv pressure test. The o2 blender will be sent to fa (failure analysis) lab for further testing and analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device fails oxygen accuracy check on the revel ventilator. At this time, there is no information regarding patient involvement associated with the reported event.